Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastrectomy, after the cartridge was closed, it could not open. The doctor and nurses could not remember the details, so no further was available. When the returned product was checked, the cartridge remained closing and was removed from the handle. The procedure was completed with another device. There was no patient harm.